Event description:
It was reported surgical scrub over tightened part on cup insertion handle and tip broke off. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 positioning guide rod item# 110018822, lot# zb6661014 was returned and evaluated. Upon visual inspection, the tip of the device had fractured. There is a wear line on the shaft of the device. A shear lip artifact suggests a crack exit zone and the orientation of the fracture surface (45 degrees) suggests a bending overload failure. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined, however, sem analysis suggested bending overload was the failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.